Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging service required message occurred on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation, it was noted that the device had a burned pca and had error codes e020 (err_motor_spinup_flux_low/pca failed component), e024 (err_motor_speed_reverse/pca failed component), and e250 (err_barometric_comm/pca failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device was returned to the manufacturer for evaluation and the customer's complaint of odor, intermittent operation, noise, intermittent power issue, and service required message was confirmed. During evaluation it was noted that the customer's complaints were possibly due to multiple thermal events. The device's back printed circuit assembly had thermal events across c65 and mineral deposits on the top that indicates possible water on the printed circuit assembly. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging service required message occurred on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation, it was noted that the device had a burned pca and had error codes e020 (err_motor_spinup_flux_low/pca failed component), e024 (err_motor_speed_reverse/pca failed component), and e250 (err_barometric_comm/pca failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the following: becoming aware date and due date.